Manufacturer narrative:
A replacement pump and power supply were sent to the customer. In f/u with the customer, she indicated that she did not see a fire, smoke, sparking or any exposed wires on the power supply cord, but did melting on the transformer housing "to the point that metal was protruding through the casing." She also indicated that no injuries were sustained as a result of the issue and that she disposed of the power supply. A breach in the transformer housing poses a safety risk. Without the product, an analysis/eval cannot be performed and the customer's complaint that there is a hole in the transformer housing can be neither refuted nor substantiated and the cause of the issue cannot be determined. A conclusion cannot be made. Should add'l info be received, resulting in new, changed, or corrected info, a supplemental report will be filed. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.

Event description:
The customer reported that the power supply for her pump "melted to the point that metal was protruding through the casing." The customer did not report an injury.